Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the lead was surgically abandoned because the lead had a 1000 ohm jump in impedance over the last year to 1700 ohms. Threshold was also increasing up to 2.0v. Physician opted to replace the rv lead as well in case of impedance failure based on lead trends. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information related to the cause of surgical abandonment of the lead. Please refer to section b5.

Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to an unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported.